Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found when connected, a sandstorm occurs. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 4.1 precautions (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. ¿ if for some reason the endoscopic image disappears during endoscopy, the endoscopic image does not return from the frozen state, or the focus cannot be adjusted, and you do not know how to recover, turn off the power to the video system center and turn it on again. If the endoscope still does not return to normal and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and while looking directly into the eyepiece of the endoscope, slowly pull the endoscope out from the patient to discontinue use. It is very dangerous to leave the endoscope inserted into the patient while the image disappears or other observations cannot be made, or to pump air/water, suction, or perform procedures. When various types of instruments are being used, the instruments should be withdrawn in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Event description:
It was reported, the camera head became grainy when connecting. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.